Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the clips would not hold and fell out of the pt. Opened another device to complete the case. There was no consequence to pt.